Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a tkr surgery was performed, the patient presented tibial loosening of right side. This adverse event was treated by a revision surgery on (B)(6) 2022 in which the articular insert and tibial baseplate were removed. Patient's current health status is unknown.

Manufacturer narrative:
The device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, the patient experienced tibia loosening of the right total knee arthroplasty that required revision. The initial implantation date is unknown. As of the date of this medical investigation, the requested clinical documentation has not been provided for evaluation. It has been communicated via e-mail that no further information is available. Therefore, there were no clinical factors found which would have contributed to the reported event. It was reported that the patient's currently recovering from the procedure and the patient impact beyond the revision surgery could not be determined. No further clinical assessment can be rendered at this time. Should additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors that could contribute to the reported event include abnormal motion over time, bone degeneration, size selected, loss of ingrowth, osteolysis and/or traumatic injury. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.